Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3 7754, serial# (B)(4), product type: recharger. Product ID 3550-39, lot# n299697, implanted: (B)(6) 2012, product type: accessory. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that it was taking the patient too long to charge their implantable neurostimulator (ins) and they had poor coupling when recharging. The patient had never been able to get more than 2 coupling boxes. The antenna locate feature had been used 3 times and they got ranges between 30-50 for the results. Turning the antenna dial did not help. The patient had not experienced any significant weight gain and the ins appeared superficial enough. An x-ray was performed and the ins was confirmed to be flipped. The cause of the flip was not determined. The lead tails were exiting in a clockwise direction from an ap view. The patient was also experiencing lower back pain. This issue started suddenly three weeks prior to the report and the pain was only occurring when the ins was on. The patient had not experienced any falls or trauma and there were no specific events of note. Reprogramming was attempted but the pain was still present running laterally across the patient's lower back. The pain resolved when the ins was turned off. The patient had a pocket revision and the ins was replaced with a non-rechargeable ins. The patient was indicated for spinal pain and complex regional pain syndrome type I.